Event description:
It was reported that the patient had an episode of slow ventricular tachycardia (vt) and the implantable cardioverter defibrillator (ICD) did not deliver therapy. After delivering an external shock, the patient was back in sinus rhythm but the ICD delivered a new therapy and it could not be found in the device memory. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device was not returned, but data collected from the device revealed there were two ventricular non-sustained tachycardia episodes of 120 ms between (B)(4) 2011 and (B)(4) 2012.